Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's tie-down was protruding and that the patient had begun to pick at it. The patient was taken into surgery on (B)(6) 2016 to "repair" the lead. Attempts for additional information were unsuccessful to date.

Event description:
Additional information was received on 05/10/2016 from the physician stating that the patient's lead did not extrude through the skin and was caused by the patient pulling on the lead/tie-down after the patient seized. The physician re-secured the tie-down and buried the lead during surgery on (B)(6) 2016.